Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Additional devices related to this event are: pxc141400/7619389, pxc210000/8037802, pxc201200/7223454, pxa280300/7556603, pxa280300/06775555, pxa280300/06700903. The gore excluder aaa endoprosthesis instructions for use (IFU), states: the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: minimum aortic neck length of 15mm.

Event description:
On (B)(6), 2010,the patient underwent an emergent procedure for treatment of an abdominal aortic aneurysm and an aortic fistula. There was no imaging performed prior to the procedure. The patient was implanted with gore excluder aaa endoprosthesis with a trunk ipsilateral component placed up the right side, just below the renal artery. The contralateral gate was cannulated and a contralateral leg component was placed and extended with contralateral leg components. The physician used a coda balloon to tack the proximal end of the trunk component, but had difficulty obtaining wall apposition. When tacking with the coda balloon, it caught the proximal edge of the trunk component causing the device to slip down into the aneurysm sac. The trunk ipsilateral component was maneuvered back up into the aortic neck, and a gore excluder aortic extender component was placed to better seat the device and extend coverage. An additional aortic extender was implanted proximal to the previous implanted aortic extender to further extend coverage. The coda balloon was again used to angioplasty and tack the area. The devices again dropped down into the aneurysm sac. The devices were maneuvered back up to the aortic neck and re-angioplastied. A computed tomography (CT) scan of the area was performed and showed a gap between the two extender components of approximately 2 mm. A gore tri-lobe balloon catheter was then used to lessen the gap between the two aortic extender components. The gap was much improved. An additional aortic extender component was implanted to extend proximal coverage and the renal arteries were covered. The superior mesenteric artery (sma) was widely patent. A cook zenith cuff was placed to overlap the small gap that remained between the two aortic extender components, and the physician then performed an aorto-uni-iliac (aui) and femoral bypass on the right side with multiple cook tubular grafts. The patient tolerated the procedure.